Event description:
It was reported that during routine service, the arctic sun device showed fault 41(low internal flow with no flow rate showing). The device took several attempts to fill also before functionality test was carried out. Per investigator notification received on 10aug2023, it was reported that the fill tube filter was blocked.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. No repairs needed. Fill tube filter was blocked. Fill tube was replaced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during routine service, the arctic sun device showed fault 41(low internal flow with no flow rate showing). The device took several attempts to fill also before functionality test was carried out.